Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all inside anterior cruciate ligament surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the screw ar-4020c-08. The tightrope remained implanted and is fixed with the screw. It was not necessary to switch the surgical technique or do a second surgery.